Manufacturer narrative:
Additional device product codes: kwp;kwq;mnh;mni;osh complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for primary transforaminal interbody fusion l5/s1 surgery. During the surgery, when attempting to lock off set screws, the rod slipped out of the tulip and set screw was spinning in head of screw due to cross-threading. After several attempts, the surgeon was able to loosen the set screw, remove it and re-introduce x2 new set screws. The procedure was then safely completed. The surgery was completed with twenty-five (25) minutes surgical delay. There were no patient consequences reported. During manufacturer's review of the received images on (B)(6) 2021 it was identified setscrew was stripped/worn. This report is for one (1) mis single inner setscw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the DHR of product code: 186715000s, lot : 169327, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 04.12.2017. Qty: (B)(4). Visual inspection: the mis single inner setscw (p/n: 186715000s, lot #: 169327) was returned and received at us customer quality cq. Upon visual inspection, it was observed that the external proximal threads were stripped. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: major thread diameter . Measured dimensions: major thread diameter = conforming. Device used - micrometer . Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed mis single-inner setscrew .si set screw: dwg-1797-02-001. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the mis single inner setscw (p/n: 186715000s, lot #: 169327). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.